Event description:
The user facility reported a 78-year-old female in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced ventricular tachycardia during impella cp support. The pump was repositioned in a response to the condition and no further issues were encountered.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the vf/vt/af/at (ventricular tachycardia) has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.